Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead was removed due to electrical abnormalities. There was no externalization or electrical abnormalities on the rv lead that was observed during interrogation. The physician elected to explant and replace the lead.